Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp stated that they accidently tried to open the door to the hc. The tsr explained to the hp to cycle the power off/on and then start over with all new supplies. The tsr then explained the proper set up procedures according to the user manual. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance spoke with the wife regarding the use error. The wife stated that her husband was doing well and continuing with therapy. Product surveillance reminded the wife about proper setup procedures and not to try to open the door on the homechoice device during use. The wife stated she understood and she would inform her husband. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Review of the device's service history record (shr) revealed no issues that may have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A follow-up MDR will be submitted if additional information is obtained.